Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported a patient had an impella 5.5 implanted and during the implant, the patient had ventricular tachycardia requiring defibrillation as the catheter crossed the aortic valve. The patient returned to sinus rhythm. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.